Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: the needle set hub broke off from the metal catheter during the attempt to remove the device from a patient's tibia. They had already attempted grasping the catheter with pliers, medical calipers and other devices in the ed but the catheter did not move at all. The patient had been transferred to the hospital with the needle set still in the patient's leg. The patient's current condition is unknown.

Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. The complaint sample is not available for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. A section of the IFU will be referenced as part of the investigation. The IFU states, "attach luer-lock syringe to hub of catheter. Withdraw the catheter by applying traction while rotating the syringe and catheter clockwise. Maintain axial alignment during removal, do not rock or bend the catheter". The certificate of compliance cannot be reviewed as the lot/serial number was not reported. Since the complaint sample is not available for investigation purposes and the root cause cannot be established the complaint cannot be confirmed. No further action required.

Event description:
Issue reported: the needle set hub broke off from the metal catheter during the attempt to remove the device from a patient's tibia. They had already attempted grasping the catheter with pliers, medical calipers and other devices in the ed but the catheter did not move at all. The patient had been transferred to the hospital with the needle set still in the patient's leg. The patient's current condition is unknown.